Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 401 mg/dl despite multiple boluses while wearing the pod between 4 and 24 hours. The pod was reportedly leaking insulin during wear and the pod adhesive was not sticking well to the infusion site (abdomen), causing the cannula to dislodge. Ketones were checked but no results were disclosed. As treatment, a manual injection was administered and a new pod was applied. The patient's blood glucose history is as follows:   time bg (mg/dl), 9:03 145, 10:58 271, 11:58 383, 1:03 401, high.

Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection of the fluid path components and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.